Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Patient reported that he does not know if the wire is still inside, but believes that it is. No portion of the sensor wire is attached to the pod. No additional event or patient information is available.